Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit passed displacement test. Basic occlusion test. Pump failed seating test due to faulty fsr (gold). Unable to perform occlusion test, excessive no delivery test.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 300 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated with manual injections. The customer¿s blood glucose level was 271 mg/dl at the time of the call. The customer did not provide information on events leading up to the incident. Troubleshooting was performed and did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.